Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned to olympus, therefore, the customer¿s allegation (error e333) could not be confirmed. The root cause could not be identified. No further information could be obtained. The subject device manufacture date was not identified as the serial number was unknown; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Recommendation that customer return the device for repair but customer declined. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that an e333 ( touch panel error) occurred on the visera elite ii video system center. There were no reports of patient harm.